Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown - screws-trauma/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: laflamme, g.-y. Et al (2015), periprosthetic fractures of the acetabulum during cup insertion: posterior column stability is crucial, the journal of arthroplasty, vol. 30 (2), pages 265-269 (canada). The aim of this retrospective study is to evaluate outcomes and treatment strategies based on fracture pattern and stability. Between 2004 to 2010, a total of 32 patients (10 males and 22 females) with an average age of 54 years (range 43¿92), were included in the study. All patients underwent total hip arthroplasty (tha) and had intraoperative periprosthetic fractures, diagnosed either during surgery or in the acute post-operative period. The most common fracture type according to the letournels' classification involved the posterior wall closely followed by the anterior wall. Loss of posterior column integrity was found in 12 out of 21 fractures. 5 patients out of 12 were treated with supplemental fixation using a posterior column plate (3.5 mm pelvic reconstruction plate, synthes, paoli, pa USA). The average follow-up was 36 months (range 9¿82). The following complications were reported as follows: one case of mortality in the early postoperative period from a pulmonary embolus. (Did not mention what was implanted to the patient); 4 patients had medical complications (2 deep vein thrombosis; one sacral bed sore and 1 urinary infection); 1 patient had a significant heterotopic ossification associated hip stiffness (brooker grade iii); this report is for an unknown synthes reconstruction plates and unknown synthes screws. These impacted products capture the following adverse events: deep vein thrombosis, sacral bed sore, urinary infection, significant heterotopic ossification associated hip stiffness. This is report 2 of 2 for (B)(4).